Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instruments and performed failure analysis. The instrument was found to have charring and localized melting on the bipolar yaw pulley and thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy with signs of arcing on 3 of 3 attempts. The arcing was noted at the tip of the grips.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the maryland bipolar forceps instrument sparked during application of energy while inside of the patient. Fragments of metal had to be suctioned out after the spark. The procedure was completing.